Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown biomet abutment screw fractured. Tooth location 18.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: age at time of the event, date of event, date of this report, other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.), date received by manufacturer, type of report, follow-up number, follow up type.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The unknown legacy biomet screw was not returned. Therefore, a visual and physical inspection of the product could not be performed. No photographs or radiographs of the screw were available. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported a fracture of abutment screw. The reported event could not be verified, as the product was not returned for inspection. A root cause for this complaint could not be determined.

Event description:
It was reported that an unknown biomet abutment screw fractured. Tooth location 18. The patient had an inflammation as a consequence of the fractured device.